Event description:
Information was received indicating that a motor rate error occurred to a smiths medical medfusion® 3500 syringe pump. There were no reported adverse effects.

Manufacturer narrative:
One device was returned for evaluation. Visual inspection found the tamper seal was removed and the device was in fair condition, with cracked left/right plunger cases and missing rubber footing on bottom case. A review of the event history log found a motor rate error. Occlusion testing was able to duplicate the motor rate error. It was observed that the issue was due to old and worn components. Based on the evidence, the root cause was attributed to normal wear. No intrinsic fault was found with the device.